Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had not been calibrating and that the transmitter was not flashing. When the sensor was changed the needle hub came off while the sensor remained on the pedestal. The blood glucose reading was 7.4 mmol/l. The sensor was replaced but not returned for analysis.